Event description:
As a side effect of lasik surgery, I have permanent halos and glare in low lighting situations, dawn, dusk, nighttime, dark theatres. I am reporting this now because I just read about it on the FDA website, and heard about the FDA review of complications from lasik. I don't have the exact date of my surgery available, but it was approx 9 yrs ago. The surgery was performed by dr. At a lasik surgery ctr. Diagnosis or reason for use: to correct near-sightedness. Event abated after use stopped or dose reduced: no.